Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024, which is off-label usage of the device. On the same day, it was reported that the patient¿s cgm was reading 70 mg/dl and then down to 40 mg/dl. No bg meter comparison was done at this time. The patient was experiencing nausea, diaphoresis, and shakiness. The patient self-treated with a banana and dark chocolate. Despite treatment, the cgm was still providing low values. As the patient was preparing to go to the ER, the cgm device was reading 116 mg/dl. Therefore, the patient stayed home. An hour or two later, the cgm began to provide low readings again. The patient ate some more, but it did not work. The patient then went to the ER. At the ER, the patient¿s cgm was reading 41 mg/dl and the bg meter was reading 151 mg/dl. The patient was treated with zofran and was observed in the ER overnight. The patient was discharged home around 3am the following day (less than 24 hours). The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.